Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected in lips with juvéderm® volbella¿ with lidocaine. Approximately six months later, patient developed blisters and granulomas (no biopsy reported) diagnosed by a consulting hcp. Patient was treated with hyaluronidase twice and by "[puncturing] the blisters." Approximately three months later, consulting hcp referred patient to another hcp who is a granuloma specialist when the symptoms were still not resolved.